Event description:
It was reported that patient presented in remotely via merlin.net. Review of transmission revealed that patient's pacemaker was oversensing a diagnostic event leading to inappropriate mode switch. No intervention was performed. Patient condition was stable.